Manufacturer narrative:
Exportapce is not marketed in the us however it is considered the same as the us marketed product exportap. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a 6f export ap aspiration catheter in a distal lesion. A 6f sherpa guide catheter was used. The export was removed from packaging per IFU. The device was prepped per IFU. Resistance was experienced during use. It is reported that resistance was experienced with the non-mdt guide wire, the wire kinked where the wire goes into the export and got stuck in the export catheter. The physician decided to stop the procedure and remove everything from the patient. The guidewire was snared out via the groin and the export was removed through the radial artery. It is indicated that there is some friction in the wire lumen of the export device that causes the guidewire to kink and get stuck in the export. No further patient injury is reported.

Manufacturer narrative:
Product analysis summary: as received the export catheter was intact with no damage detected to the wire lumen, distal tip or marker band. One of the provided syringes and the aspiration line were also received an were engaged to the hub of the export catheter. The non-medtronic wire was engaged to the wire lumen with approximately 37.5cm protruding out of the tip of the export and the remaining length of the wire was at the proximal wire lumen exit port. As the wire was received dried in the lumen of the export, both the wire and catheter were soaked in water. The wire then moved freely without resistance. Measurement of export wire lumen was within specification minimum of 0.015¿. The non-medtronic wire was measured at a maximum outer diameter of 0.0134¿ on the proximal core wire and a minimum of 0.0124¿ at the distal section of the wire, with a minor bend on the distal section. During disengagement no issues or resistance noted due to this minor bend. If information is provided in the future, a supplemental report will be issued.